Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for roche elecsys folate iii (fol) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The first sample initially resulted as 2.57 ng/ml when tested on the e411 analyzer. The sample was measured in another laboratory on a siemens analyzer, resulting as 6 ng/ml. The sample was later repeated on the e411 analyzer, resulting as 2.91 ng/ml. The second sample was tested twice on the e411 analyzer, resulting as 3.50 ng/ml and 3.11 ng/ml. The sample was measured in another laboratory on a siemens analyzer, resulting as 4.8 ng/ml. The third sample was tested twice on the e411 analyzer, resulting as 3.85 ng/ml and 3.97 ng/ml. The sample was measured in another laboratory on a siemens analyzer, resulting as 6 ng/ml. No adverse events were alleged to have occurred with the patients. The serial number of the e411 analyzer was (B)(4). The field service engineer ran performance testing on the analyzer. He also exchanged the pinch tubing and adjusted the probe positioning over the sample tubes since it was marginal.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent issue could not be identified. The elecsys fol assay and siemens method are standardized differently, so results are not comparable.